Event description:
A customer contacted baxter's technical service center regarding a slow flow supply alarm on the homechoice (hc) during dwell. The tsr asked the caregiver (cg) if there were any other lines hanging off the organizer and the cg stated that those lines are thrown on the floor. The tsr asked the cg if the clamps are opened or closed. The cg stated that they are open. The tsr assisted the cg with ending therapy and explained to the cg that the opened clamps has an increased risk of infection. There was patient involvement and there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.